Event description:
A peritoneal dialysis registered nurse (pdrn) contacted baxter product surveillance on (B)(6) 2012. She reported that this homechoice patient (hp) had been diagnosed with peritonitis on (B)(6) 2012. The hp was hospitalized for the event. The hp was treated with vancomycin (1gram, ip, every 72 hours for 14 days). The hp was discharged from the hospital on an unknown date and is recovering from this peritonitis event. The pdrn stated that the cause of the peritonitis was unknown, but suspected that it was related to the baxter products or solutions as the clinic had seven patients diagnosed with peritonitis in (B)(6).

Manufacturer narrative:
(B)(4). This report is regarding patient 3 of the 7 mentioned peritonitis patients. This is report 2 of 3 for this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review was conducted on potentially associated lots (gd891788, gd891317 and gd892158) and no issues were found related to the reported condition during the manufacture of those lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Follow up information was received by global pharmacovigilance (gpv) from the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012. The pdrn confirmed that the homechoice patient (hp) was hospitalized for this peritonitis event on (B)(4) 2012. A peritoneal effluent cell count was completed on (B)(4) 2012 prior to the start of antibiotic therapy. The peritoneal effluent cell count showed a white blood cell count (wbc) of 1650. The differential was 42% neutrophils, 36% lymphocytes and 21% monocytes. The peritoneal effluent gram stain and culture were both negative. The hp was treated with vancomycin (1gram, ip, every 3 days for 7 days) followed by vancomycin (1.5grams, ip, every 3 days for 7 days). The hp was discharged from the hospital on (B)(4) 2012. The peritoneal effluent cell count was repeated on (B)(4) 2012 and showed a wbc of 218. The differential was 16% neutrophils, 5% lymphocytes and 79% monocytes. The hp's medical history includes end stage renal disease and hypertension. The hp is recovering from this peritonitis event. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.